Event description:
It was reported that in 2006 the patient underwent treatment with the peripheral cutting balloon device for one lesion. The lesion was distal below the knee. The de novo lesion was non-tortuous and had mild calcification. The lesion morphology was tight eccentric stenosis. The lesion was 4mm in diameter and 15mm long with 90% stenosis before treatment. After the treatment the stenosis was reported as 0%. The patient experienced pain during the procedure.the patient had a follow up visit four months later. Amputation is noted. The target lesion did not remain patent since the procedure. The amputation is reported as an adverse event with no further data provided. The date of the amputation is not provided.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed.the batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). Device not returned for analysis.